Event description:
Cardiologist was notified via wifi connection that there was a discrepancy between the estimated battery life and the battery current. Manufacturer advised for the possibility of accelerated battery drainage due to the imperfection on the low voltage circuit. Due to this impending failure the implantable cardioverter defibrillator (ICD) was replaced during a scheduled procedure. The manufacturer supplied a new device.